Manufacturer narrative:
Product evaluation: visual inspection of the lens showed a tear through the optic.

Event description:
The facility states that the surgeon successfully implanted a model cc4204bf intraocular lens into the patient's eye; however, there was damage to the lens. The surgeon removed the lens without injury to the patient. It is unk what models of injector or cartridge was used to deliver the lens into the patient's eye. The lot numbers for these items are also unk. It is unk what caused the damage to the lens.